Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a proglide device after an embolization interventional procedure. Reportedly, the proglide needles failed to deploy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number corrected from 50602k1 to 50526k1. A femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: visual and functional inspections were performed on the returned device. The reported needles failed to deploy was confirmed as a cuff miss was observed. The difference between the failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following addition information received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a liver chemoembolization interventional procedure. A femoral angiogram was not performed. No additional information was provided.